Manufacturer narrative:
(B)(4).

Event description:
The patient received several inadequate therapies due to false ventricular fibrillation episodes. After these shocks the rv and lv lead did not work for effective ventricular stimulation and the patient is pacemaker dependent. The patient presented at the hospital and received a temporary pacemaker. A new ICD was implanted and the new device and implanted leads showed normal values. The patient is in stable condition.

Manufacturer narrative:
No conclusion code available. The device was received for evaluation. It was confirmed by a review of the egms in the programmer printouts and bench testing that the patient received inappropriate therapy. The inappropriate therapies were caused by high amplitude and high frequency noise on the v-sense channel. The noise was found to be caused by a connection anomaly in the device hybrid capacitor. As a result of this finding, actions to prevent reoccurrence have been implemented.